Event description:
It was reported that the 9800 system locked up and would not fluoro during a case. The procedure was canceled. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch cable was round too tightly around the footswitch holding the button. The cable was corrected during the service call. The system was found to be working as intended and put back into service.